Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure "about a week" prior to (B)(6) 2023. Fiducials markers were placed as well. The magnetic resonance imaging (MRI) showed the rectal wall had been dissected by the hydrogel. The hydrogel appeared to be under the muscularis propria and close to the mucosa, but not penetrating the lumen. It was determined to be a grade 2 rectal wall infiltration. The patient was planned to receive 70 gy in 28 fractions. The patient's physician didn't think waiting for the hydrogel to dissolve would be acceptable to the patient. Therefore, the physician's plan was to pursue endoscopy in about four weeks. The patient current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06 imdrf device code a1502 captures the reportable event gel misplaced - non vascular.